Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon stated that the outer packaging of the product read ¿porous¿, but the labels inside were for ¿precoat¿. The original outer packing was discarded and not available for inspection. Therefore, the patient had to be revised the following day with the correct component. Attempts have been made, and no further information has been provided.